Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 132 ventricular sic; high-rate non-sustained episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that there was noise on the right ventricular (rv) lead during shoulder movement. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.